Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had a skin irritation. It was reported that the patient had a rash on her back, under her breast and on her arms. During a follow-up, the patient reported that she went to the ER and was given a cream to use on the irritation and the irritation was improving. There was no alleged device malfunction.